Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, it was noted the right ventricular (rv) lead exhibited non-sustained rv oversensing and intermittent loss of capture. It was also noted the lead exhibited elevated capture thresholds. The patient presented in clinic on (B)(6) 2020 for lead examination and chest x-ray testing, and the physician concluded a lead revision procedure was needed. The patient presented in the electrophysiology (ep) lab for lead revision procedure on (B)(6) 2020. It was noted the lead has lost of capture on isometric. The lead was repositioned. The physician stated that there was no complaint against the lead and believed the issue was likely due to an "operator error" at the time of the original implant. The patient was stable before, during, and after the procedure and had no symptoms.